Event description:
The device was used during a sub-total gastrectomy procedure. Reportedly, bleeding occurred at the staple line. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.